Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Removed cup holder and it split in half allegedly and cut her right hand.

Manufacturer narrative:
A field service technician replaced the cupholder. Customer disposed of old cupholder. Unit is working properly.

Event description:
Removed cup holder and it split in half allegedly and cut her right hand.